Event description:
It was reported that the doctor followed the tsv surgical procedures to place the implant at tooth site #15 (palmer). After three (3) weeks, infection occurred and the implant was removed. Symptoms as a result of the event: pain, edema and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4) g4: additional PMA/510(k) number ¿ k011028 / k013227 h6: additional patient code: 1932-inflammation a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.